Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented due to an alert. It was determined that the rv lead exhibited unstable pace/sense impedance with loss of capture and oversensing. A lead fracture was suspected. The rv lead remains in use and the patient will be closely monitored due to patient status condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4524, implanted: (B)(6) 1999. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic). The rv lead currently remains in use and the physician is considering next steps. No patient complications have been reported as a result of this event.